Event description:
Reportedly, the balloon burst inside the pt's abdomen and all pieces of the balloon were subsequently retrieved without further incident. Procedure: unk. Pt status: no pt injury reported.